Manufacturer narrative:
Clarification to d.4. Device information: serial numbers (B)(6) and (B)(6) were provided but the corresponding sides are unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.